Event description:
The hcp reported, the patient experienced increased pain. It was determined via contrast study (date not reported) that the catheter had a kink/occlusion (possible granuloma) at an unspecified location. The catheter was explanted and replaced. The patient recovered without sequela. The pump was programmed to deliver fentanyl (2500.0 ug/ml); bupivacaine (10.0 mg/ml); and droperidol (800 ug/ml) at a rate of 2.059 mg/day.

Manufacturer narrative:
.